Manufacturer narrative:
Result of investigation: vyaire medical was able to duplicate the reported issue. Investigation revealed turbine interface pcb (printed circuit board) become corrupted and this is a known issue address through CAPA ca-2015-0401 and eco 85563. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the ventilator and determined that the problem is with turbine eprom (erasable programmable read-only memory)board which is not controlling the turbine as it should. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator's turbine is spinning in the wrong direction and alarmed motor fault along with other alarms. The customer confirmed that there is no patient involvement associated with this reported event.